Event description:
It was reported the epg (external pulse generator) was programmed to a setting of 50 ppm. During epg usage, the patient developed vf (ventricular fibrillation). Pacing spikes of about 180 ppm were confirmed on the ECG monitor. The patient was successfully treated with external defibrillation. A new epg was then used. Additional information was subsequently received reporting the output voltage changed continuously when the rate was changed. No further patient complications were reported as a result of this event, and the patient's outcome was reported to be recovered.

Event description:
It was reported the external pulse generator (epg) was programmed to a setting of 50 ppm. During epg usage, the patient developed ventricular fibrillation. The epg was pacing the patient at 180 bpm. This was confirmed by the presence of pacing spikes on the ECG. External defibrillation was used and the patient was rescued successfully. A new epg was then used. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis found the interconnect flex circuit to be out of specification.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted which may involve intermittent performance of certain pacing functions.